Event description:
Patient had power port placed for IV infusion and chemotherapy. Port inserted with fluoroscopy, position of port confirmed at time of insertion. No difficulty placing the line. Heparin flush placed in the port at time of insertion. The first dose of chemo was given three days after the line was placed. Approximately 2 weeks after line placement, experienced discomfort with infusions. Xray with isovue injection showed contrast extravasation outside of port into soft tissue. Xray scan with isovue identified port was leaking. Dye leaked from the port itself when tested.the patient was admitted to the hospital for pneumonia approximately 5 days before the discovery of the event. The defective device was removed and a new one was inserted prior to the patient's discharge to home. It is unknown if the event caused a delay in the patient's plan of care. Our facility has had a similar event with a leaking device except that the leak in that case was in the catheter instead of the port. The manufacturer is aware of both cases.